Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be esm board pn-161658 in consequence the correction to replace the esm board resolved the issue. There was no patient or user harm.

Event description:
The hospital staff pressed the power button on c1. However, I couldn't use it because it turned out like the attached screen. The options seem to be gone. What do you think is the cause?